Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to add in the initial reporter information that was not on the last report.

Event description:
It was reported that review of the remote home monitoring system data noted increasing shock impedance measurements one month earlier for the implantable cardioverter defibrillator (ICD) and another manufacturer's rv lead. The patient was brought in for testing and no issues were observed with maneuvers. An x-ray was taken and no abnormalities were seen. Currently there are high out of range shock impedance measurements of greater than 125 ohms. Technical services (ts) was consulted, and review of the measurements note a range from 100 to 165 ohms. No noise was seen in any stored episodes. Ts discussed troubleshooting options. The ICD and rv lead remains in service and no adverse effects were reported.

Event description:
It was reported that review of the remote home monitoring system data noted increasing shock impedance measurements one month earlier for the implantable cardioverter defibrillator (ICD) and another manufacturer's rv lead. The patient was brought in for testing and no issues were observed with maneuvers. An x-ray was taken and no abnormalities were seen. Currently there are high out of range shock impedance measurements of greater than 125 ohms. Technical services (ts) was consulted, and review of the measurements note a range from 100 to 165 ohms. No noise was seen in any stored episodes. Ts discussed troubleshooting options. The ICD and rv lead remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.